Event description:
It was reported that while placing the device, the dip broke off in patient's bone. The broken tip was retained in the bone. It is unknown if there was a delay or a back-up device used.

Manufacturer narrative:
The reported speedscrew implant device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during a medial meniscal root repair, while placing the device, the tip broke off in patient's bone. The broken tip was retained in the bone.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) bone quality (2) levering the device during or after insertion (3) excessive torque. No injury or patient harm was reported due to the 0-30 minute surgical delay and no further impact is anticipated, as the retained 3mm peek tip is an implantable device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.